Event description:
It was reported that this was an arteriotomy closure of the common femoral artery (cfa) using the pre-close technique prior to an interventional transcatheter aortic valve replacement procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Reportedly post procedure, an occlusion occurred at the external iliac artery (eia) with no distal flow. The likely cause was overly deep prostyle placement, catching the eia/cfa wall. Attempts to wire the vessel both antegrade and retrograde using 0.14-inch whisper es and a non-abbott guidewires were unsuccessful. The vascular team performed a surgical cut-down under general anesthesia, identifying a telescoping segment of the eia into the common femoral artery and 2 prostyle sutures. Arteriotomy revealed intimal disruption. After releasing the occlusion, cfa endarterectomy was performed using 7-0 sutures with a 0.8x8 cm pericardial bovine patch use to close the arteriotomy. Post procedure, pulses were palpable, and a completion angiogram showed restored flow. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the article, titled [common femoral artery occlusion secondary to arterial telescoping during prostyle deployment].

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a lateral puncture may have occurred. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 3/18/2025 d4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report number. Literature attachment: article title: "common femoral artery occlusion secondary to arterial telescoping during prostyle deployment."